Manufacturer narrative:
The initial reported event of lead fracture and patient symptoms were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 56.3 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient that the lead "broke" and the patient received "terrible shocks." The patient also reported having "pains in the head." The patient also indicated being "so stressed out" and not being about to "physically regain strength."